Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the ophthalmic system emitted a ping sound, leading to an immediate system shutdown. Despite attempts to unplug and restart the unit, it failed to restart.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative was able to address the issue with the customer. The cause was attributed to ¿the power cable becoming disconnected when the footswitch was put on the cradle.¿ the system was found to be functioning as intended. Based on the results of this investigation, the reported event was confirmed. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the cable disconnecting when attached onto the cradle. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).